Event description:
In 2009, the patient underwent a aortic arch reconstruction and an thoracic aortic aneurysm repair using the gore tag thoracic endoprosthesis. There was significant thrombus noted. During the procedure, the patient had a stroke and was put on life support. Nine days later, the patient died due to the family's decision to remove life support.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.